Manufacturer narrative:
Device returned on (B)(4) 2013. Evaluation summary: product analysis found that the recorded temperatures were front-100, middle, where gear is was the hottest-109, and rear-101. The motor/cable was corroded plus some other parts were also corroded. The motor, middle and front bearings were replaced. The item was tested and passed all manufacturing specifications and returned to customer. The customers alleged malfunction could not be confirmed.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Device not returned, no evaluation available. (B)(4).

Event description:
It was reported that the device was overheating at the gear part; there was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.